Event description:
It was reported that during a wrist scope procedure using the microblator 30 icw, the user was unable to get the wand to plug into the controller port. The surgeon opted to continue the procedure using a competitor's device,instead. There were significant delays or patient complications reported as a result of this event.